Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a week post-operative of a laparoscopic sleeve gastrectomy where the leak test failed, the patient returned with a fever and severe stomach pain. The patient was then converted from a sleeve gastrectomy to a laparoscopic roux-en-y gastric bypass. The patient showed signs of being sick and returned 6 days after for a diagnostic laparoscopy, esophagogastroduodenoscopy (egd), and drain placement. The leak was then identified to be located around the gastrojejunostomy anastomosis staple line. The surgeon had to remove the drainage into the abdominal cavity from the leak. The patient had damaged tissue from the leak and was treated by washing out the abdominal cavity.